Manufacturer narrative:
The reported events of noise and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was found between conductors due to over torqued inner coil inside the connector region which cause the reported event of noise.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited noise and there was an unspecified helix rotation issue. The lead was not used and replaced. The patient was stable.